Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device was missing the bypass tube. The staff opened another 8fr angio-seal and the procedure was completed successfully. The patient was in good condition and was unharmed. The blood loss was less than 250cc's. Additional information was received on 29aug2019. The procedure performed was a peripheral atherectomy using a 7fr. Sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section and to provide the completed investigation results. One used 8fr angio-seal evolution device was returned for product evaluation. The device was returned with the plastic bag. The poly-foil pouch and bypass tube were not returned for analysis. Visual inspection revealed that there was deformation and several kinks identified on the carrier tube assembly. The anchor was exposed, and the collagen appeared to be swollen. No anomalies were noted on the anchor. No dimensional and functional testing were performed because the bypass tube was not returned for analysis. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.